Manufacturer narrative:
Alleged failure: the serfas wand did not work out of the box. Then it started going without any buttons being pressed. We had to unplug it for it to stop activating. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause could be internal electrical component(s) failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device had insufficient / no energy delivered.

Event description:
It was reported that the device had insufficient / no energy delivered.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.